Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer had been experiencing high blood glucose in the 200 and 300 mg/dl range. The customer went to the doctor the day of the call and the doctor advised to get the insulin pump replaced as it seemed not to be recording the data. Troubleshooting was not performed. It was advised to have the customer discontinue the use of the device. The insulin pump will be returned for analysis.